Event description:
It was reported that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support expired. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius and/or xenios products. The patient was reportedly placed on venovenous ECMO support for acute respiratory distress syndrome (ards) on an undetermined date. The ECMO settings included a blood flow rate of 4 l/min at 7000 rpm and a sweep gas of 6 l/min at 100% fio2. On (B)(6) 2023, during ECMO support, it was determined that oxygenation for this patient was suboptimal as the partial pressure of arterial oxygen (pao2) from post-oxygenator blood gases presented with 180 mmhg and 280 mmhg after the physician ¿flushed¿ the oxygenator. The position of the catheter was checked (including the connection), and no problems were identified. There was no indication the patient experienced a serious injury or adverse event as a result of the suboptimal oxygenation. Upon follow up, it was reported this patient expired on (B)(6) 2023 due to ards. The reporting hospital did not provide any further information concerning the events surrounding the patient¿s death. Additionally, it could not be confirmed whether the patient was actively on ECMO support at the time of death or if his death was due to a deficiency or malfunction of any fresenius/ xenios product(s) or device(s). Additional attempts were made to acquire further details concerning this patient¿s death due to ards; however, no additional information was obtained.

Manufacturer narrative:
Additional information: d4: plant investigation: the sample was not available for evaluation. The cause may have been patient induced, and it is highly unlikely to detect a failure in a retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed; no non-conformities were observed during the manufacturing process. The performance of the gas exchanger is influenced by application parameters like anticoagulation, blood flow, and sweep gas flow. High blood levels of fats or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown whether a temporal relationship exists between ECMO support utilizing the xlung 230 kit and the patient¿s death. In the absence of the required information, the cause of the patient¿s death cannot be determined. It is well established critically ill patients on ECMO support carry a high risk of mortality due to underlying pathology. Despite these findings, the xlung 230 kit cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there is no objective evidence any fresenius/ xenios product(s) or device(s) malfunction or deficiency caused or contributed to this adverse event.

Event description:
It was reported that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support expired. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius and/or xenios products. The patient was reportedly placed on venovenous ECMO support for acute respiratory distress syndrome (ards) on an undetermined date. The ECMO settings included a blood flow rate of 4 l/min at 7000 rpm and a sweep gas of 6 l/min at 100% fio2. On (B)(6) 2023, during ECMO support, it was determined that oxygenation for this patient was suboptimal as the partial pressure of arterial oxygen (pao2) from post-oxygenator blood gases presented with 180 mmhg and 280 mmhg after the physician ¿flushed¿ the oxygenator. The position of the catheter was checked (including the connection), and no problems were identified. There was no indication the patient experienced a serious injury or adverse event as a result of the suboptimal oxygenation. Upon follow up, it was reported this patient expired on (B)(6) 2023 due to ards. The reporting hospital did not provide any further information concerning the events surrounding the patient¿s death. Additionally, it could not be confirmed whether the patient was actively on ECMO support at the time of death or if his death was due to a deficiency or malfunction of any fresenius/ xenios product(s) or device(s). Additional attempts were made to acquire further details concerning this patient¿s death due to ards; however, no additional information was obtained.